Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Burn marks were observed through sensor casing. The returned sensor was further investigated . Visual inspection has been performed on the returned sensor and burn marks on the sensor casing was observed. The returned sensor was de-cased, and a visual inspection revealed burn mark on the pcba (printed circuit board assembly) and components. The damage was consistent with the sensor being exposed to a strong magnetic field such as a microwave oven. The sensor battery does not produce enough current to cause the damage observed. The returned battery voltage was measured 1.58v, and it was within specification of (1.45v to 1.65v). Therefore , the issue is not confirmed due to misuse of the sensor. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs (device history review) showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported a sensor scan error message from their abbott diabetes care device. The product was returned and investigated for the sensor scan error message, however during investigation burn marks were observed on the sensor's printed circuit board assembly (pcba) and sensor casing. This report is being submitted due to the additional issue observed during returned product investigation.

Manufacturer narrative:
The reported product has been returned and investigation is pending at this time. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported a sensor scan error message from their abbott diabetes care device. The product was returned and investigated for the sensor scan error message, however during investigation burn marks were observed on the sensor's printed circuit board assembly (pcba) and sensor casing. This report is being submitted due to the additional issue observed during returned product investigation.